Manufacturer narrative:
Investigation summary bd had not received samples or photos from the customer for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during blood collection the tube pushed off non-patient end of needle with a bd vacutainer® sst blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: during blood collection, when the needle was connected with the tube, the tube push off.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during blood collection the tube pushed off non-patient end of needle with a bd vacutainer® sst blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: during blood collection, when the needle was connected with the tube, the tube push off.